Event description:
Boston scientific received information that this left ventricular lead displayed high out of range pacing impedances as well as a loss of capture. A follow up was scheduled by the physician. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.